Manufacturer narrative:
Date of event: unknown/not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of the injector/angle tip was bent and rough upon opening. There was no patient contact as the issue was noticed before implanting. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 8/30/2017. Device returned to manufacturer? Yes. Device evaluation: visual inspection at 10x microscope magnification was performed. The plunger and pushrod were observed in the advanced position in the preloaded insertion system. No assembly errors and/or defects were observed in the preloaded insertion system related to the manufacturing process. Residues of lubricant material were observed on the cartridge. Slight distortion was observed at the cartridge tip. The lens was also observed stuck inside the cartridge. The conditions of the product returned is consistent with a unit that has been previously handled and prepared for surgical process. The reported complaint issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.